Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, cartridge alarms (alarm 19) were verified in the logs. The alarms were the most likely cause of the elevated blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level of up to 250 mg/dl. Reportedly, the user suspects the bg level to be caused from the insulin not being in the refrigerator and due to traveling to a warmer climate. The user addressed bg level by changing the infusion set and delivering a bolus via the pump. At the time of the report the user administered a manual injection.